Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 2001, (B)(6) 2004; (B)(6) 2007; (B)(6) 2009)) and termination of pregnancy. Concurrent conditions included high cholesterol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), alopecia ("hair loss"), libido decreased ("hormonal changes describe: low libido"), cystitis ("bladder infections") and vitreous floaters ("vision/eye problems type: eye floaters"). In 2012, the patient experienced back pain ("back pain"), nausea ("nausea"), migraine ("migraines / headaches") and dizziness ("neurological conditions or problems type: dizzy spells"). In 2013, the patient experienced tooth infection ("dental problems wisdom teeth were infected"). In (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), hidradenitis ("autoimmune diagnosed hidradenitis suppurativa"), psychological trauma ("psych injury"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), dental caries ("dental problems/ muliple cavities"), headache ("headaches"), nervous system disorder ("neurological condit/problem"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal infection, vaginal discharge, hidradenitis, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, dental caries, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, weight decreased, libido decreased, vaginal haemorrhage, menorrhagia, cystitis, migraine, ovarian cyst, dizziness, allergy to metals, vitreous floaters and tooth infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dental caries, dizziness, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hidradenitis, hormone level abnormal, libido decreased, menorrhagia, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, psychological trauma, tooth infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for autoimmune diagnosed hidradenitis suppurativa, psych injury, uti, vaginal infection .,vaginal discharge. Date(s) of insertion: (B)(6) 2010 (as per pfs discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic) in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 2001, (B)(6) 2004; (B)(6) 2007; (B)(6) 2009) and termination of pregnancy. Concurrent conditions included high cholesterol. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), alopecia ("hair loss"), libido decreased ("hormonal changes describe: low libido"), cystitis ("bladder infections") and vitreous floaters ("vision/eye problems type: eye floaters"). In 2012, the patient experienced back pain ("back pain"), nausea ("nausea"), migraine ("migraines / headaches") and dizziness ("neurological conditions or problems type: dizzy spells"). In 2013, the patient experienced tooth infection ("dental problems wisdom teeth were infected"). In (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), hidradenitis ("autoimmune diagnosed hidradenitis suppurativa"), psychological trauma ("psych injury"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), dental caries ("dental problems/ multiple cavities"), headache ("headaches"), nervous system disorder ("neurological condit/problem"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)/ clotting") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal infection, vaginal discharge, hidradenitis, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, dental caries, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, weight decreased, libido decreased, vaginal hemorrhage, heavy menstrual bleeding, cystitis, migraine, ovarian cyst, dizziness, allergy to metals, vitreous floaters and tooth infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dental caries, dizziness, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hidradenitis, hormone level abnormal, libido decreased, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, psychological trauma, tooth infection, urinary tract infection, vaginal discharge, vaginal hemorrhage, vaginal infection, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for autoimmune diagnosed hidradenitis suppurativa, psych injury, uti, vaginal infection,vaginal discharge. Date(s) of insertion: (B)(6) 2010 (as per pfs discrepancy. Discrepancy noted for date of essure confirmation test: (B)(6) 2011 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter added. Rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 2001, (B)(6) 2004; (B)(6) 2007; (B)(6) 2009)) and termination of pregnancy. Concurrent conditions included high cholesterol. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), alopecia ("hair loss"), libido decreased ("hormonal changes describe: low libido"), cystitis ("bladder infections") and vitreous floaters ("vision/eye problems type: eye floaters"). In 2012, the patient experienced back pain ("back pain"), nausea ("nausea"), migraine ("migraines / headaches") and dizziness ("neurological conditions or problems type: dizzy spells"). In 2013, the patient experienced tooth infection ("dental problems wisdom teeth were infected"). In (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), hidradenitis ("autoimmune diagnosed hidradenitis suppurativa"), psychological trauma ("psych injury"), urinary tract infection ("uti/ infection (bladder/ urinary tract/vaginal) type: urinary tract"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), dental caries ("dental problems/ multiple cavities"), headache ("headaches"), nervous system disorder ("neurological condit/problem"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ clotting") and allergy to metals ("nickel allergy") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, vaginal infection, vaginal discharge, hidradenitis, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, dental caries, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, weight decreased, libido decreased, vaginal haemorrhage, menorrhagia, cystitis, migraine, ovarian cyst, dizziness, allergy to metals, vitreous floaters and tooth infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dental caries, dizziness, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, gastrointestinal disorder, headache, hidradenitis, hormone level abnormal, libido decreased, menorrhagia, migraine, nausea, nervous system disorder, ovarian cyst, pelvic pain, psychological trauma, tooth infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for autoimmune diagnosed hidradenitis suppurativa, psych injury, uti, vaginal infection .,vaginal discharge. Date(s) of insertion: (B)(6) 2010 (as per pfs discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.6 kg/sqm. Hysterosalpingogram in (B)(6) 2010: total bilateral occlusion. Imaging procedure on (B)(6) 2010: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received : case category updated to serious incident. Reporter added. Events added- libido decreased, vaginal haemorrhage, menorrhagia, cystitis, migraine, ovarian cyst, dizziness, allergy to metals, vitreous floaters, ectopic pregnancy with contraceptive device, device ineffective. Event ¿tooth disorder¿ updated to ¿dental caries¿ and ¿tooth infection¿. Event onset dates updated. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.